Event description:
Customer tested blood glucose and received a result of 172mg/dl at 8:14 am. They took their normal amount of insulin. They waited for their family member to pick them up for breakfast. Family member was delayed and at 9:35am they were incoherent and out of it. Their blood glucose was taken and result was 114mg/dl. Paramedics were called at 9:45am and they received a result of 38mg/dl. They was given an IV of glucose and oral glucose. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.